Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. The noise could not be reproduced with isometrics and pocket manipulation. All electrical measurements were normal. The lead would be monitored.